Event description:
It was reported that during the implant of this right ventricular (rv) lead, high threshold and high out of range pace impedance measurements were observed. Then, this patients blood pressure declined between 20 and 50 beats per minute. The field representative was questioning if there was a possible perforation. Technical services (ts) reviewed noting this was unlikely as typically impedance drops rather than rises, when a perforation occurs if the helix is in the blood pool and the helix was not extended in this case. This patient is having an echocardiogram. Ts recommended to wait until this patient is stable to figure out what to do with this rv lead. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that a perforation was not confirmed. After the implant a chest tube had been placed, and the device was programmed to unipolar pacing as this patient was not pacemaker dependent. Upon interrogation the following morning this patients status had improved, and the chest tube was removed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, high threshold and high out of range pace impedance measurements were observed. Then, this patients blood pressure declined between 20 and 50 beats per minute. The field representative was questioning if there was a possible perforation. Technical services (ts) reviewed noting this was unlikely as typically impedance drops rather than rises, when a perforation occurs if the helix is in the blood pool and the helix was not extended in this case. This patient is having an echocardiogram. Ts recommended to wait until this patient is stable to figure out what to do with this rv lead. This rv lead remains in service. No additional adverse patient effects were reported.